Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found corrosion of electrical contacts, loose scope mount, and adhesive material on the connectors. Based on the results of the investigation, it is likely that the following led to the malfunction: the image defects were caused by cable failure. The cause of the cable failure could not be identified based on the information obtained from this complaint and the investigation results. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a noise image defect. The issue occurred at inspection before use of a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.